Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. No button error alarm or unexpected audio and beep anomaly noted during testing. The insulin pump was unable to verify for battery out of limit alarm due to no button response. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing endcap sticker.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that the buttons were not working. The customer's blood glucose was 41 mg/dl at the time of incident. The customer stated that she treated her low blood glucose with juice and sandwich. The customer stated that she received a battery out limit alarm after a battery change. The customer stated that she was sweating prior to the event. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.